Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Product met specifications upon release to distribution. Complaint history review found no other report for this lot.

Event description:
It was reported that during the surgery the specialist was checking the meniscus with the stylus, he decided to suture it, the implant was passed to the surgical table. This was located in the desired place to put t1 with the hemicannula. The specialist asked me to measure the depth of the point to 17. The implant was introduced guided by the hemicannula, hemicanula was removed and t1 was placed, when we were ready to place t2, specialist observed the metallic internal guide of the implant surpassing the tip of the implant, so we decided not to place t2. The implant was removed from the operative cavity, t1 must be removed with a basket clip, and when all the ts were removed, another fast-fix 360 was passed, the implant was placed without any problem. No significant delay or patient injury reported.